Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the device power off during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to pace a patient, their device would not detect that the patient was connected. Medical personnel confirmed that all of the connections were secure and even detached and reattached the therapy electrodes several times which then the device successfully detected the therapy electrodes were attached. While pacing the patient, the device was pacing the rhythm; however it appeared that energy was not being delivered to the patient. The patient coded and medical personnel were able to deliver defibrillation energy to the patient. Approximately 6-10 minutes later, the device powered itself off. The customer stated that there were no adverse effects to the patient due to the reported issues. No further details about the patient or event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and were unable to duplicate the reported issues. Device electronic records were reviewed which did not verify the reported issues. Physio-control replaced the battery pins as a precaution and made other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was returned to the customer. The cause of the reported issues could not be conclusively determined.